Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customer's blood glucose level was 400 mg/dl. Tandem technical support reviewed pump data and observed the pump deplete from 50% to full depletion in less than an hour. Reportedly, the pump would continue to be used for therapy however the customer also has manual injections available.